Manufacturer narrative:
Based on the current information provided, the causes of the reported cases of higher infection rates remains unclear. Specifics regarding the exact nature of the infections and how they could have been associated with the procedures remains unclear. There is no RMA associated with this complaint and therefore, there are no isi products expected to return for evaluation. A complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. No image or video was submitted for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. This complaint is being reported due to the following conclusion: after da vinci-assisted surgical hysterectomy procedures, there were higher infection rates. Medical intervention may be required in the event of post-operative infection. At this time, it is unknown what caused the higher infection rates to occur.

Event description:
It was reported after da vinci-assisted surgical hysterectomy surgical procedures, there were higher infection rates. There is no information available if the procedure(s) was/were completed as planned, report of patient harm or injury. Intuitive surgical, inc. (Isi) was unable to perform follow-up attempts to obtain additional information since this report was from a blind study, conducted through the jd power nps/brand spring 2020 survey. Therefore, no further details have been received as of the date of this report.